Event description:
It was reported that the cardiac resynchronization therapy pacemaker (crt-p) was exhibiting right ventricular (rv) lead noise from a non boston scientific lead, and a slight drop in rv pacing impedance measurements. Boston scientific technical services (ts) was consulted and noted possible reasons the exhibited behavior. The crt-d system remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).